Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, blood entered into the left ventricular lead when inserting the guidewire. Attempts to insert another guidewire were unsuccessful. The lead was no longer used and a new lead was implanted. The patient was in stable condition post procedure.